Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine was not syncing with the server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device had been offline. A technical support specialist (tss) confirmed that the local hospital it team had been involved in resolving the issue. It was confirmed with the customer that it had successfully restored connectivity, and dispatch was no longer needed. The system functioned as intended after the hospital it team resolved the issue.